Event description:
This is a spontaneous case report received from a medical doctor in united states on 07-mar-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Patient experienced bilateral back pain. Follow up 08-apr-2016: follow up letter was returned to sender without answer. No new information was provided. Follow up is still in progress. Follow-up received on 06-may-2016: no new clinical information received. Follow up 12-may-2015: quality-safety evaluation of ptc ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical event and a quality defect. Follow up information received on 16-may-2016 from physician: he reported he saw the patient in office as a new patient on (B)(6) 2016 where she reported having reservations about the efficacy of her essure, which was performed in 2004 (essure model updated to ess205). On (B)(6) 2016, she was seen at a hospital for a gynecological ultrasound due to complaints of low back pain. At that time, the ultra sonographer was unable to identify the patients essure implant in her left fallopian tube, although the right was seen. During her exam in physician's office, the patient expressed concern that her essure had not been successful, and that the procedure was the source of her chronic back pain; because of this, she asked about removing the essure devices. Her options were discussed and he sent her for an abdominal CT scan on (B)(6) 2016. This showed that her fallopian tubes were indeed occluded and that the essure had been successfully performed. She went to his office once more on (B)(6) 2016, where she repeated her request for surgical correction via robotic total laparoscopic hysterectomy and potential bilateral oophorectomy and salpingectomy. The physician performed a robotic total laparoscopic hysterectomy and bilateral oophorectomy and salpingectomy on (B)(6) 2016 effectively removing her essure devices. She was seen in office on (B)(6) 2016 and appeared to be recovering well. Quality safety evaluation received on 23-may-2016: ptc results updated without major changes. Company causality comment: this spontaneous and medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced bilateral chronic back pain. Back pain is listed in the reference safety information for essure. Abdominal, pelvic and back pain may occur during essure use. In this case, the patient presented chronic back pain and a CT scan showed that her fallopian tubes were indeed occluded and that the essure had been successfully performed. However, the patient expressed concern that the essure procedure was the source of her chronic back pain; because of this, she asked about removing the essure devices. The physician performed a robotic total laparoscopic hysterectomy and bilateral oophorectomy and salpingectomy 6 years after insertion, effectively removing her essure devices and, then, the patient was recovering well. Considering the events nature, the implied temporal relation and the recovery after removal (positive dechallenge), causality with suspect insert cannot be excluded. Since an intervention was performed to remove the devices, this case is regarded as incident. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical event and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs